Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 300 mg/dl. Customer reported low blood glucose earlier today, says she thinks she overtreated. Customer reported on a finger stick was at 110-111 mg/dl, transmitter was reading low 60-50s mg/dl. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.